Event description:
Follow-up information clarified that prior to surgery, the patient had not used or recharged her ipg for a long period of time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where the device was explanted and replaced with a different model. The patient reported effective therapy postoperative. Surgical intervention resolved the reported issue.